Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Review of parts and events suggest the right side 4.5mm rod slipped cephalad from the construct iliac screw. The cephalad end of the rod could not be confirmed as a fatigue or instantaneous fracture due to the rubbing wear to the rod end face. Fluoro sequences indicate rod disengagement occurred prior to rod fracture. This sequence and absence of supporting screws at the cephalad adjacent level suggest the event rod experienced excessive loading at the l3-l4 level. Small rod size (4.5mm) related to patient size and weight could contribute to premature rod slip.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible rod slip and fracture. The patient reportedly had a possible rod slip and fracture approximately 7 months post-op. Patient was revised (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. In situ.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible rod slip. The patient reportedly had a possible rod slip approximately 7 months post-op. Patient has not been revised at this time.